Event description:
It was reported that when the patient turned their head to the left or right, their stimulation ceased. It was noted that the stimulation ceased the morning prior to this report. The reporter stated they woke up yesterday morning with their head all the way to the right. It was noted the patient never slept this way because of the discomfort when lying on their stomach. It was further noted the patient tried to increase stimulation and tried turning stimulation off and on, but that did not help. It was noted that the patient's therapy worked when they did not turn their head. The reporter stated they felt ¿pricks¿ down their neck and back. It was noted the patient had the implantable neurostimulator (ins) for occipital pain. It was further noted that after the patient¿s swelling went down in their neck they had a bump below where the scar was. The reporter stated they could feel the wire and could see the wire protruding. It was noted that the wire had been like that for about a week. It was noted there were no known accidents or incidents. The reporter stated they did not do anything that would have caused this besides waking up funny yesterday morning. Additional information received reported the patient¿s lead migrated. The reporter stated the patient¿s healthcare professional tried to reposition the lead. It was noted that reprogramming was done. It was further noted the patient¿s lead and ins were explanted and not replaced. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37754, serial #(B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4).